Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage which resulted in outer lumen deflation. Updates made to sections: b5, d9, g2, g3, g6, h2, h3, h6, h10.